Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, complaint history, device history record, documentation, drawing, manufacturing instructions, specification and quality control, imaging and visual inspection of the returned device. The device was returned with the delivery system and two unattached trigger grips with thumbscrews. The distal trigger grip was returned with the wire attached. The proximal trigger grip was returned without the wire or set screw and with no apparent damage. For this reason, the failure could not be duplicated. An imaging review was performed on three computerized tomography (CT) scan performed conducted prior to implantation of the device. The results are as follows: the complaint endograft was implanted inside of a previously implanted tffb that had failed secondary to severe intrinsic aneurysmal disease. The original endograft was implanted in a severely diseased aorta that's reverse funnel neck was outside the IFU. Poor aortic quality likely lead to the inferior migration and seal zone dilation. Right cia aneurysm formation independent of aortic aneurysm growth also signified severe aneurysmal disease. Although the provided imaging predated the complaint event and therefore cannot verify the complaint event, it is possible that the pre-existing condition of increased supra renal to aneurysm neck angulation precipitated the event. The excessive supra renal aortic to aneurysm neck angle may have increased the top cap trigger wire release force enough that a partially tightened screw or even a properly tightened screw would have not held. The diameter of the complaint endograft and the potential length of the remediated seal zone may be insufficient to maintain a proximal seal. Significant findings relative to the patient's anatomy were observed. The suprarenal to aneurysm neck angulation was 80 degrees. Significant findings relative to the disease state were observed. The artery walls were extremely weak as evident by neck dilation in the absence of endoleak, original main body inferior migration, and independent right cia aneurysm development. Significant findings relative to the use of the device were observed. Endograft implantation inside of a preexisting endograft was outside the IFU indications. The suprarenal to aneurysm neck angulation was also outside the IFU. The original endograft neck morphology was outside the IFU. The diameter of the complaint endograft may be insufficient to maintain a proximal seal. Significant findings relative to the design or performance of the device were not observed. The set screw may have been improperly tightened however it may also have been subjected to excessive force. Cause of adverse events was not observed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Information provided indicated that the delivery system was rotated together (as per the IFU) and that the alternative trigger wire release was not used. The imaging review did not observe significant findings related to the design or performance of the device. Based on the available information and results of the investigation the root cause could not conclusively be determined. Per the risk assessment no further action is required. Monitoring for similar complaints will continue..

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The trigger wire knob came off of a main body graft during an implant. There was no adverse effect to the patient. The implant was successful and there were no complications.